Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Cerebrovascular accident (stroke) and hypotension are listed in the product instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the left internal carotid artery, a rx acculink stent was successfully implanted. Post procedure, the patient developed slurred speech, aphasia, and hypotension. Intravenous neosynephrine was administered for treatment of the hypotension. Computed tomography (CT) showed no acute events. Reportedly, the symptoms of stroke were likely secondary to the hypotension. The conditions resolved two days post procedure and the patient was discharged to home. No additional information was provided.